Event description:
It was reported in central processing that a broken cable was observed on the tenaculum forceps instrument. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cable was broken at the proximal clevis hub. The clevis did not exhibit any wear. Broken strands stuck out at the wrist. The other cables at the wrist were not damaged. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken pitch cable if to recur could cause or contribute to an adverse event.